Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). Failure (event) observed during analysis. Final analysis found an outer insulation abrasion at 20.5 cm from the end of the connector pin.